Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak at the rinse block of the coulter lh 500 hematology analyzer (lh 50). Customer reported the volume of the leak was 2 ml. Customer indicated the leak happened on the second travel of the cleaning process. Customer indicated the leaked fluid appeared to be diluent and diluted blood. Customer reported that the lh 500 also generated incomplete differential results. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed a leak was originating from the aspiration probe during the backwash cycle of the probe via the rinse block. The fse realigned the probe and resolved the leak. The fse replaced the differential lyse pumps to correct the incomplete differential results.

Manufacturer narrative:
Results: probe wipe assembly. (B)(4).